Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product shows that there is a continuous alarm tone when the belt is buckled. (B) (4).

Event description:
The customer reported that when the buckle is detached there is no alarm tone. The sensor belt has been tested with different working alarms. There was no pt injury reported.